Event description:
It was reported that the patient line of a homechoice cassette was unable to disconnect from the female connector of a minicap transfer set. This was observed during disconnection from peritoneal dialysis (pd) therapy. The patient clamped the patient line and cut off the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.